Event description:
An insertion of a quinton femoral vein dialysis catheter was performed in 2008. Upon pulling catheter, guidewire remained. During a procedure for a tunneled hemodialysis catheter insertion in 2008, guidewire was noted and removed on the same day.